Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not available and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis (pd) therapy. This alarm occurred during an unknown process step of peritoneal dialysis therapy. The home patient (hp) was connected during the time of the event. During troubleshooting, it was reported that there was a leak from an unknown location that led to this alarm. The location of the leak could not be determined; however, the hp noted solution on the floor. Renal therapy services (rts) explained the cause of the alarm. The hp would complete the therapy by manual exchange. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.